Event description:
It was reported that the device malfunctioned. Initially, the specific reason was unk, as no other details were provided. Follow up with customer, indicated that the readings from the catheter were incorrect. Used two catheters same results, used a td catheter and worked fine. No pt complications.

Manufacturer narrative:
Device not returned.